Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicated that the patient had found a new healthcare provider (hcp) and would be visiting their office on (B)(6) 2018. No further complications have been reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine(4 mg) and bupivacaine (2 mg) at simple continuous rates via an implantable infusion pump. The indication for use was chronic low back pain and spinal pain. It was reported that the patient had moved and was unable to find a healthcare provider (hcp) who can fill the pump. It was noted that the pump was due to be filled in june or july and that it was currently alarming due to being empty. The caller was sent a list of providers to contact. No symptoms were reported. No further complications have been reported as a result of this event.